Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with medical records provided. Review of the available records identified the following: the patient underwent a revision procedure due to failed hip arthroplasty. During the revision procedure, pseudotumor was present in the joint capsule. Corrosion at the head-neck junction. The surgeon was not able to disengage the neck from the stem. There was thin layer of reactive soft tissue inside the shell. No other complications/findings related to the event were noted. Photographs of the implanted stem and the explanted products were provided. Visual review identified the following: the explanted head and liner were covered in biodebris. The femoral head's taper surface was discolored, and the liner was fractured. No further evaluation was possible with the images provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer trilogy acetabular system shell with cluster holes (ref. (B)(4), lot no. 61269969). Zimmer trilogy acetabular system longevity crosslinked polyethylene liner (ref. (B)(4), lot no. 61754345). Zimmer m/l taper hip prosthesis with kinectiv modular femoral stem (ref. 65-7713-012-00, lot no. 61767676). Zimmer versys hip system femoral head (ref. (B)(4), lot no. 61866236). Zimmer kinectiv technology modular neck (ref. (B)(4), lot no. 61540982). Zimmer bone screw (ref. (B)(4), lot no. 61869003). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00265, 0001822565 - 2020 - 01713.

Event description:
It was reported the patient had a left total hip replacement approximately 9 years ago. Subsequently, patient was revised due to pain, pseudotumer, and elevated metal ion levels. The liner was damaged upon removal. The head and liner were replaced. It was noted the surgeon attempted to remove the modular neck, but was not successful. It was reported that no further information is available.